Event description:
It was reported that during an endoscopic venkers diverticulum repair, the device cut but did not staple. Surgeon did not see any staples in the esophagus and there were no staples present by x-ray. Patient showed symptoms of a hole in the esophagus. Unk what was done when it was noticed that no staples were visible. Patient status is unk.

Manufacturer narrative:
Date sent: 02/19/2008. Information is unavailable; device was not returned for evaluation.